Event description:
It was reported that the patient presented remotely via merlin.net with stored non-sustained right ventricular oversensing episodes. Upon review, the right ventricular lead exhibited noise. The patient was brought into the clinic and the device was reprogrammed successfully to resolve this issue. The patient was asymptomatic throughout.